Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
Follow-up information revealed the patient underwent surgical intervention where her lead was explanted and replaced. It was also noted during the procedure, the physician decided to electively explant and replace the patient's ipg with a different model. The patient reported effective therapy and the reported issue is now resolved.

Manufacturer narrative:
(B)(4). Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history. (B)(4).

Event description:
It was reported the patient was involved in a motor vehicle accident. As a result, the patient is experiencing a change in stimulation. The patient stated the stimulation has moved and is no longer providing effective pain relief. Reprogramming was unable to resolve the issue. Subsequently, the patient will undergo surgical intervention as the next course of action.